Event description:
It was reported that a pt involved in clinical protocol # cm-01-0008 presented to the emergency room 5 days post ilc procedure with inability to void for 24 hours. The ilc procedure was completed uneventfully. Foley catheter was removed in 2005, and at voiding trial patient had 100cc of urine residual. Over the last 24 hours, the pt has had nocturia x8 with inability to empty bladder. The postvoid residual revealed 400 cc of urine. The pt was placed on 3 days of antibiotics and clean intemittent catheterization. The pt was discharged the following day with instructions to return to the clinic in 4 days for flow rate/residual urine check. The pt was discharged in an improved condition.